Event description:
It was reported that in 2002, the pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. Shortly following pt's surgery they developed "extreme pain, swelling, and other serious injuries." The pt "suffered and continues to suffer severe injuries." Additional information received in 2005 noted that on or about 2002, pt underwent abdominal surgery during which gynecare intergel was spread throughout their abdomen. Subsequently, unspecified injuries are alleged.

Event description:
In litigation it was reported that in 2002, patient underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. Shortly following patient's surgery, she developed "extreme pain, swelling, and other serious injuries." The patient "suffered and continues to suffer severe injuries". Additional information received in 01/2005 noted that on or about in 2002, plaintiff underwent abdominal surgery during which gynecare intergel was spread throughout her abdomen. Subsequently unspecified injuries are alleged. Update: additional information provided 09/2005 noted that according to the patient, the following is alleged to have occurred. Last had complaint 07/2005 - adhesions; last complaint 03/2005 - pelvic pain, presently - infertility, patient had exploratory laparotomy 2003 and adhesions/scar tissue and endometriosis/laparotomy 07/2005.